Event description:
Report received from (B)(6) stating that the device would not allow the cutter to be inserted. The device was being used in surgery. It is unknown if any injuries, medical intervention, or a delay in surgery occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).